Event description:
It was reported by the affiliate that during an open resection of low rectum procedure, " during colorectal anastomosis, the surgeon was not sure that the head of the stapler (anvil), (was) properly inserted into the lumen and secured with bag of tobacco (purse string) was inserted correctly on the body of the same. Tactically, he did not feel well the (anvil) attachment. During the closure, the surgical assistant has noticed a certain resistance of the rotation (knob) dial. Once in the green range, they shot the stapler that attached only a few points (partial) and cut for a short distance (partial). They were uncertain of the auditory feedback. At this point they decided to make a second anastomosis (second device). The actuation of the stapler was successful but when removed, controlling the rings of tissue, only the distal ring was found and not the proximal one." "The procedure was completed reassuring the anastomosis with interrupted sutures (reinforced anastomosis with suture) manually via trans anal." () parenthesis denotes clarification.

Manufacturer narrative:
(B)(4).at the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information received: the statement, the surgeon was not sure that the head of the stapler, properly inserted into the lumen and secured with bag of tobacco was inserted correctly on the body of the same is unclear. Please clarify. With the first device: what confirmation was received that the device fired? They are not sure to have heard the tone . Were the cut line and staple line equal in length? Yes. With the second device: did the device staple? Yes. If yes, was the staple line complete? Only one of the 2 rings was visible inside the stapler after the fire. What was the shape of the staples (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? Yes. Was the procedure extended? If yes, how long (minutes). 120 minutes. Was there a change in the procedure? If yes, please explain. Just to confirm, was the colostomy a planned part of the procedure? Yes. Was the post-op care changed for the patient? No. What is the current status of the patient? The patient is fine. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.